Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed noise over sensing on the right ventricular (rv) lead channel. According to the field representative the rv lead does pace with a normal threshold. The patient doesn't require much rv pacing. Sensitivity was reprogrammed. The pacemaker remains in service. No adverse patient effects were reported.